Manufacturer narrative:
Date of event was reported in multiple time frames: "this past week" (2018) = low ins battery screen; "couple of months" (2018) = return of symptoms; eos message = (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw a low battery implantable neurostimulator (ins) screen on their programmer. It was noted that the patient changed the batteries in the programmer but still got the low ins screen and could not increase the stimulation as a result. Upon connecting to the implantable neurostimulator (ins), an end-of-service (eos) message was seen. There was no allegation or dissatisfaction with the device longevity. It was reviewed with the patient that the device was off and no longer working as a result and they should contact their healthcare professional (hcp) to schedule replacement surgery. The patient reported that the device was not working well enough for them to make it to the bathroom in time. They also stated that they had a return of bladder symptoms and sometimes felt like constipated as they can¿t go to the bathroom when they get there. They mentioned that they are "feeling a warmth that she hadn't had before" which was clarified to mean the feeling of needing to go to the bathroom had returned. In addition, the patient reported that they thought the ins had moved from where it was first implanted and it moved when they pressed on it. It was unknown when this issue started. There were no further complications reported or anticipated.

Manufacturer narrative:
(B)(4). Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the implant did not move and was in place. They also stated that there was no problem with the location of the implant, but that battery did need to be replaced. No other actions/interventions were taken. There were no further complications reported or anticipated.